Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. A service call was made and the instrument was found to be performing within specifications. Customer does not know if the sample contained passively administered anti-d.

Event description:
On 04may2016 immucor became aware of an unexpected negative result on the galileo instrument when performing a 2 cell screen on a patient sample. The sample contained an anti-d.